Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated fracture. The thread of the locator fractured, was removed and a new one was placed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Condition of the returned product was evaluated to confirm the reported product experience. Applicable zest internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, and/or problems occurred during the manufacture of the lot, which could cause or contribute to the reported product experience condition. A review of other zest product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: most likely: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.